Manufacturer narrative:
Based on the available information there is no evidence to suggest that the reported event is related to the use of the device. Clinical factors that may have contributed to the patient outcome the patient's pre-existing history and related co-morbidities and the patient's recent stroke. The root cause of the reported event cannot be conclusively determined however there are patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The company is seeking this information through the event investigation. Device remains implanted.

Event description:
A report was received that a patient was admitted to hospital from a rehabilitation facility with epileptic seizures. Of note, the patient had been previously admitted to hospital with a previously reported stroke that occurred on (B)(6) 2016 and had been later discharged to the rehabilitation facility. Details regarding the patient's condition on re-admission, the results of any diagnostic testing or treatments provided were not reported. As of the date of this report, the patient remains hospitalized. According to the patient's physician, the event was not thought to be related to the hvad system but to another event (presumed to be the earlier reported stroke).